Event description:
It was reported that pt had a revision on (B)(6) 2011 since her painful areas were not being covered. During the revision, it was discovered that the leads had pulled out of the original placement. All the leads were replaced and connected to new extensions. The pt was receiving effective stimulation postoperatively.

Manufacturer narrative:
(B)(4).